Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported vague problems with channel disconnects during patient infusions and during priming, however no specific information was available except a specific clinician¿s statement that this occurs approximately once every 5th shift, and to troubleshoot, she disconnects the module, reconnects the module, and resumes the infusion with no further problems. There was no report of patient harm received. Devices were not sequestered, and although requested, no other event details or device information was provided.

Manufacturer narrative:
Additional information provided.

Event description:
Corrosion, tarnish and damage was confirmed on iui connectors at the facility.